Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's luer lock disconnected. The customer's blood glucose (bg) level was 282 mg/dl. The customer delivered a correction bolus with the pump to address bg levels, and tightened the luer lock to resolve the issue.